Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient was hospitalized on (B)(6) 2022 with ketoacidosis and was treated in intensive care. It was reported that there were problems with the piston rod and insulin might not have been delivered. The patient was discharged from the hospital after five days.